Event description:
It was reported that, during a photo-selective vaporization of the prostate procedure, the fiber began to fire but stopped working due to a detached cap before a minute had elapsed. The physician stopped using the fiber and the cap was retrieved from the patient. The procedure was completed using another fiber without patient complications.

Manufacturer narrative:
A3: sex: male. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the metal cap and the glass cap were detached; therefore, the reported detached cap event is confirmed. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis and the information available, the interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that, during a photo-selective vaporization of the prostate procedure, the fiber began to fire but stopped working due to a detached cap before a minute had elapsed. The physician stopped using the fiber and the cap was retrieved from the patient. The procedure was completed using another fiber without patient complications.

Manufacturer narrative:
Correction: h6 device codes: corrected to break correction: h3 device not eval by MFR code: corrected to enter your selection here. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the metal cap and the glass cap were detached; therefore, the reported detached cap event is confirmed. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fracture. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis and the information available, the interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that, during a photo-selective vaporization of the prostate procedure, the fiber began to fire but stopped working due to a detached cap before a minute had elapsed. The physician stopped using the fiber and the cap was retrieved from the patient. The procedure was completed using another fiber without patient complications.